Manufacturer narrative:
A reagent issue was excluded. Imprecision was also evident in the customer's qc. The field service engineer (fse) exchanged the gear pump head, solenoid valves, and all of the reagent probes. He performed precision checks and confirmed that the module was performing again within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The initial result was 0.02 mmol/l. The repeat result was 1.14 mmol/l. The reagent lot number is 591141. The expiration date was requested but not provided.

Manufacturer narrative:
B5 - describe event or problem should have been: "the initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c702 module. The initial result was reported outside of the laboratory. The initial result was 0.02 mmol/l. The repeat result was 1.14 mmol/l. The reagent lot number is 591141. The expiration date was requested but not provided." Instead of: "the initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The initial result was 0.02 mmol/l. The repeat result was 1.14 mmol/l. The reagent lot number is 591141. The expiration date was requested but not provided."

Manufacturer narrative:
The investigation excluded reagent issues. The qc was out of specifications. The precision check was within specifications. The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.